Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID 748251, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2020. Product type extension, product ID 64001, lot# n551571, implanted: (B)(6) 2015, explanted: (B)(6) 2020. Product type adapter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported the devices were explanted on (B)(6) 2020 and it is unknown when the infection was first observed.

Manufacturer narrative:
Concomitant medical products: product ID: 748251, serial/lot #: (B)(4), ubd: 02-feb-2009, UDI#: (B)(4); product ID: 64001, serial/lot #: (B)(4), ubd: 02-jun-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient showed signs of infection at the battery site. There are no environmental/external/patient factors that may have led or contributed to the issue. The left side extension, battery and pocket adapter were removed due to the infection. Antibiotics were provided and re-implant in 6 weeks. The issue was not resolved at the time of the report.

Manufacturer narrative:
Product ID 748251, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2020. Product type extension, product ID 64001, lot# n551571, implanted: (B)(6) 2015, explanted: (B)(6) 2020. Product type adapter, product ID 3387s-40, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2020. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating the left lead was removed (B)(6) 2020 due to sign of infection. As of this date, the entire left side had been removed. The patient was treated with antibiotics.

Manufacturer narrative:
Coding regarding lead - it was confirmed the lead was discarded by the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received that per the physician, it was unknown whether the infection was resolved at this time. There was no scheduled date for reimplant at the time the information was received.